Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.